Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during an atrial fibrillation ablation a farawave was selected for use. During procedure, the device was prepped and tested on back table as usual, with no issues noted. When attempting to retract guidewire it was noted that it was stuck. The catheter was pulled out of body, and the same issue was observed. A second farawave cather was pulled which had the same issue, guide wire stuck. The second catheter was replaced, and the procedure was completed without patient complications. This complaint is for the first catheter.